Manufacturer narrative:
Product analysis: the device remained implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this 29 mm transcatheter bioprosthetic valve, into an existing 27 mm surgical bioprosthetic valve with severe aortic insufficiency, at an implant depth of 6mm, the valve dislodged ventricular to the waist of the bioprosthetic valve. It was reported a dilated ascending aorta, large left ventricular outflow tract, and a slippery surface created by the failing surgical valve all contributed to the dislodgement. The valve was snared and held in a higher position. A second system and valve were inserted into the patient and positioned 12mm superior to the inflow of the first valve. Just prior to 80% deployment of the second valve, the initial valve dislodged into the ascending aorta. It was reported premature ventricular contractions and stored tension in the delivery system contributed to this dislodgement. The second valve was implanted successfully and hemodynamics improved. No additional adverse patient effects were reported.